Event description:
It was reported that post electrophysiology ablation procedure, a cerebrovascular accident occurred. The physician performed electrophysiology therapy in the left atrium using a chilli ii ablation catheter without any issues and no clot was observer on echo. However, signs of a right hemisphere stroke were observed post procedure when the patient woke up in recovery. One week post procedure patient is progressing, but is still experiencing left side weakness and aphasia and is in out-patient therapy.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).